Event description:
A call was received through technical services reporting the patient was found asystolic. The patient was then transported to the ER for device changeout for reported loss of output. No further patient complications have been reported since the device was replaced.

Event description:
A call was received through technical services reporting the patient was found asystolic. The patient was then transported to the ER for device changeout for reported loss of output. No further patient complications have been reported since the device was replaced. 3500a received reporting syncope and generator failure.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. A call was received through technical services reporting the patient was found asystolic. The patient was then transported to the ER for device changeout for reported loss of output. No further patient complications have been reported since the device was replaced. 3500a received reporting syncope and generator failure. Output, none device failure defective device.